Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, among 14 products in a polybag, the drug solution did not come out in one product."

Event description:
It was reported that the bd micro fine¿ + pen needle failed to deliver medication during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, among 14 products in a polybag, the drug solution did not come out in one product."

Manufacturer narrative:
Investigation summary: one open 32g x 4mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320136. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified.